Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, on mobilization of the gallbladder, the device was damaged. The product was replaced by a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Clevis of the device was broken. Jaw was still attached to device by clevis pin and jaw connector. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when the device is exposed to a side force (leverage) that consequently breaks one side of the jaws. Another possibility is when the device is activated with too much force to the jaws and is used in a twisting motion resulting in breakage. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.